Manufacturer narrative:
H6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. Visual inspection of the customer provided picture shows a quantum unit with a f4 fault displayed on the screen. There was a relationship found between the subject device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, an f4 alarm occurred in the "quantum 2 controller". It is unknown if the event happened during surgery. Therefore, no patient involvement or surgical complications could be confirmed. It is unknown how the procedure was completed and if there was a delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.